Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Not yet determined if device available.

Event description:
On (B)(6) the manufacturer received notification through patient tracking of an annuloflex mitral annuloplasty ring that was implanted and explanted on (B)(6) 2017.

Manufacturer narrative:
The manufacturer received information that the attempted annuloplasty ring repair failed due to lack of tissue. Based on the information provided, the event is attributable to the patient's physiology and is therefore not device-related. As such, no further investigation is required. Device not available for return.